Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead was oversensing right ventricular (rv) activity resulting in inappropriate anti-tachycardia response (atr) events. Technical services (ts) suggested bringing the patient in to evaluate the atrial lead. Additional information indicated that a revision procedure was performed. The ra lead was changed to least sensitivity. There was an observable break in the ra lead near the access point and a stylet could not be advanced. The lead was capped and successfully replaced.